Event description:
It was reported that the ilet displayed a replace sensor alert and experienced signal loss with a dexcom g7 continuous glucose monitor (cgm) while the dexcom app continued to receive glucose data, suggesting a communication issue between the cgm and the pump. No clinical symptoms were reported and no alerts or alarms beyond the device notification. Outcomes included no injury, no medical intervention, and no hospitalization. User support included remote troubleshooting and user education, including guiding the user to toggle cgm type from g6 to g7 on the pump and restart the sensor session on the pump to reestablish communication. Investigation of this case revealed a probable device-to-device connectivity or pairing disruption that resolved or was expected to resolve with reconnection steps, with no evidence of sensor failure based on concurrent dexcom app functionality. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication interruption between the cgm and the pump.